Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The receiver logs were downloaded. Confirmation of the allegation and a probable cause could not be determined.